Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl: right. Reason(s) for revision: pain, noise, alval/soft tissue reaction and raised metal ions levels.

Manufacturer narrative:
Additional narrative: asr revision asr xl: right reason(s) for revision: pain, noise, alval/soft tissue reaction and raised metal ions levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.